Event description:
The facility reported an infusion pump with a failure code 812:02. It was not specified if the failure occured while infusing on a pt. The facility rep stated that no pt injury was reported on this pump since the last baxter service event.